Event description:
It was reported that when completing a initial inspection of a new parapac 310 plus, ton test 13. In the users manual "reset the tidal volume control to its minimum setting and set o2 switch to 50%. Occlude the output port and unit should read between 30-55x100pa and alarms operate." The unit does not reach close to between 30 or 50. Unit reads around18. No patient involvement.